Event description:
It was reported that during a lap right colon procedure the hand piece faulted and gave an error code 3. They did trouble shoot with the test tip and error continued. The account did not have a back up hand piece. The procedure was converted to open and case completed with conventional methods.